Manufacturer narrative:
The lot was manufactured from august 01, 2019 - august 02, 2019. The actual sample was received for evaluation containing 6ml of fluid in the bladder. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed with no issues noted; device was found to be within specification and conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor over-infused. The device was filled with 112ml fluorouracil and 128ml sodium chloride solution. It was further reported that the device was expected to finish in two (2) days; however the device emptied in a day and a half. There was no report of patient injury or medical intervention associated with this event. No additional information is available.